Manufacturer narrative:
(B)(4) 2017 product investigation results: reporter returned 1 toothbrush head on (B)(4) 2017. Toothbrush head confirmed to be counterfeit.

Event description:
Pinching inside of lips [lip injury]. Lip blood blisters [angina bullosa haemorrhagica]. Swelling mouth [mouth swelling]. Brushhead pinched inside of lip [injury associated with device]. Head has become loose and fallen off / damaged brush head [device breakage]. Product counterfeit [product counterfeit]. Case description: an adult male consumer of unspecified age reported via e-mail on (B)(6) 2017 that with the last four oral-b precision clean brushheads that he had used, the head of the brush head had become loose and had fallen off. The consumer elaborated that the brush heads had also been pinching the inside of his lip when the heads came loose, and this had caused blood blisters. This happened well before the brush head was even showing any signs of wear that would have caused him to replace them normally. The consumer had used these brushes exclusively for several years without issue. The overall case outcome was recovered. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that his mouth was fine now and he had no need to do anything to alleviate the swelling that was caused. He stated that he did not have the packaging, but did have one of the damaged heads. The consumer purchased the first twin pack of the product approximately two months ago, and the second one about four weeks ago. The case outcome remained recovered. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Pinching inside of lips [lip injury], lip blood blisters [angina bullosa haemorrhagica], swelling mouth [mouth swelling], brushhead pinched inside of lip [injury associated with device], head has become loose and fallen off / damaged brush head [device breakage]. Case description: an adult male consumer of unspecified age reported via e-mail on (B)(6) 2017 that with the last four oral-b precision clean brushheads that he had used, the head of the brush head had become loose and had fallen off. The consumer elaborated that the brush heads had also been pinching the inside of his lip when the heads came loose, and this had caused blood blisters. This happened well before the brush head was even showing any signs of wear that would have caused him to replace them normally. The consumer had used these brushes exclusively for several years without issue. The overall case outcome was recovered. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that his mouth was fine now and he had no need to do anything to alleviate the swelling that was caused. He stated that he did not have the packaging, but did have one of the damaged heads. The consumer purchased the first twin pack of the product approximately two months ago, and the second one about four weeks ago. The case outcome remained recovered. No further information was provided.